Event description:
This 33 year old female had bilateral augmentation mammoplasties performed in 1984 with implantation of 180cc silicone implants at another facility. She presents with right breast pain and swelling, low grade fevers and joint swelling for one year.gross exam: right implant is intact with no evidence of rupture or leakage. The left implant is partially dissrupted and sticky viscous material coats the surface of the implant.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event, none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.